Manufacturer narrative:
Philips service reinstalled the suite pc software and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was restarting continuously and unable to enter application mode on an azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.